Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The complaint of a swg kinked was able to be confirmed by the photos. Two photos displayed a swg with an obvious kink in the middle of its body and the third photo displayed the product lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of swg kinked in package prior to use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when opening the package, "the wire was broken". No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported when opening the package, "the wire was broken". No patient involvement was reported.